Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
The customer reported oxygen (o2) source not available. The users tried changing bipap but that did not work. The customer requested for field service. The customer reviewed the service log and found no codes beginning with 10xx or 11xx. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer confirmed the issue was resolved by tightening the o2 supply fittings and cleaned clogged air intake and fan filters as well as replacing the battery.